Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 2.0, lab: 1.75. Time between testing: 30 minutes. A clot was observed; heparin was administered based on the lab result. After heparin was administered the following results were obtained: date: (B)(6) 2012, inratio: 3.7, lab: 2.14. Time between testing: 15 minutes.

Manufacturer narrative:
Investigation pending.